Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The tip of a neuro balloon catheter was reported to have "broken." No information about the patient impact was provided. Additional clinical information has been requested.